Event description:
It was reported that it was used during a laparoscopic nissen procedure that the tip of the blade broke off during the procedure. Case completed with another blade. No patient consequence.